Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The compressor was investigated by our field service engineer. It was reported that the compressor alarmed for low pressure. According to field service engineer, the compressor tubing kit was damaged and leaked air. The compressor was repaired and returned for use again. No parts were returned for investigation. The root cause for the reported failure could not be determined.

Manufacturer narrative:
**Device related data quality updates only** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v". A correction of fields # d1 brand name, d2a common device name, d2b product code, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 ¿ brand name: previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D2a common device name: previous common device name: ventilator, continuous, facility use. Corrected common device name: compressor, air, portable. D2b product code: previous product code: cbk. Corrected product code: bti. D4 ¿ version or model #: previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing. Corrected primary di number: (B)(4). H4 - manufacture date: previous manufacture date: missing. Corrected manufacture date: 03/12/2021.

Event description:
Manufacturer's ref.#: (B)(4).